Event description:
This is being filed to report the clip detaching from the posterior leaflet, a single leaflet device attachment failure. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip was implanted on the anterior and posterior leaflet in which there was a good grip on both leaflets. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). An ntw clip was placed medial and an nt clip was placed lateral, stabilizing the slda clip and reducing mr to 2. The final gradient post procedure was 5mmhg. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot-specific product issue. Based on available information, the reported single leaflet device attachment/slda was due to challenging patient anatomy. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.